Event description:
On sept. 26, 2007, the lay-user/reporter contacted lifescan another country alleging that a one touch induo meter was giving an "error 5" message. The reporter said that "it's been a while" since the issue first occurred. The pt did not provide a specific date/time as to when the issue started. The reporter mentioned that the pt had been away for school and may have been eating differently. It is not clear as to what changes the pt might have made to his diet or why the changes were made. The reporter also said that the pt was taking his insulin "the same." On two days earlier, at around 6:00 pm, the pt apparently felt low and was incoherent. The pt's parents drove him to an emergency room (ER) and tested his blood glucose with an ER/hospital meter. The ER obtained a result of "1.9 mmol/l." The pt was treated with a glucagon injection, juice, a sandwich, and IV fluids. The pt's insulin regimen has since been decreased. The pt's parents are now monitoring the pt's blood glucose readings and food intake. The customer care advocate (cca) noted that the pt's test strips expired in 2005. It would have been helpful to know the following information: when the "error 5" issue started, his testing frequency, his normal/expected blood glucose levels, his medication and diabetes management regimens, and if the patient made any changes to the regimens because of the alleged meter issue. In addition,it would have been helpful to know if the pt was able to test with the reported meter or another meter during the time of concern, how the pt was eating "differently," why he was eating differently, when his symptoms actually started, what meter readings the pt was getting before the issue began, and how long the pt was using the expired test strips for. The reported meter issue was resolved with troubleshooting. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: it is not clear as to when the reported meter issue started in relation to when the event occurred. The reporter indicated that the meter issue had occurred for "a while," and that the pt received medical treatment for hypoglycemia in an ER. The pt was also using test strips that expired in 2005.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for evaluation, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.